Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If explanted, give date: not applicable, as the lens remains implanted. (B)(6). PMA/510k: this report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. (B)(4). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. No non-conformance reports associated with the production order were found. A search in complaint system revealed that no other complaint has been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (model pcb00v 19.5 diopter) was implanted on (B)(6) 2020 and the patient¿s intraocular pressure increased to 30 with intense inflammation in the corneal endothelium on (B)(6) 2020. The patient¿s visual acuity was 1.0d and his/her intraocular pressure had been reduced to 10 by ocular instillation. The patient had no pain, but complained about blurry vision and glare on rare occasions. Additionally, it was indicated that the intraocular pressure reduced with eye drops (the name of the medication was not provided). Both visual acuity and intraocular pressure are within normal range, and the patient has no pain. The patient rarely complains of haze and glare. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).